Event description:
It was reported that the patient underwent a revision procedure 17 days post implantation due to dislocation post periprosthetic fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 163663, item name : 28mm dia cocr mod hd +3mm nk, lot:# j7421719; 51-116110, item name: tprlc 133 mp type1 bm so 11.0, lot: 7257654. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02264, 0001825034-2023-02263. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Dislocation was confirmed based on evaluation of the provided medical records. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a right hip arthroplasty. The acetabular implant appears possibly malrotated and there is subluxation/dislocation. No fracture is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.